Manufacturer narrative:
Red, blotchy skin is not uncommon with phototherapy treatment in genera. It is impossible to prescribe a minimum "safe" distance between the lamp and the pt for every infant. The susceptibility of an infant's skin is a function of many variables which include gestational age, degree of skin development, medications and circulation effecting the perfusion of the skin and underlying tissues.

Event description:
An ECMO baby developed red, blotchy skin that was hot to the touch after being treated with spot phototherapy in a warmer. Treatment was discontinued and skin was treated with cold wet swabs. The condition was resolved with a half hour of treatment.